Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one week after implant, the right atrial (ra) lead had dislodged and dropped into the right ventricle. It was noted that the lead was pacing inappropriately. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.